Manufacturer narrative:
Sample is li heparin plasma that was aspirated from the primary collection tube.qc was within the customer's established ranges prior to and after the erroneous result.a system check performed on (B)(4) 2011 met specifications.on (B)(4) 2011, bci field service engineer (fse) was on site and determined that all verification testing met specifications and that no hardware issues were noted.no root cause could be determined for this event.

Event description:
A customer reported to beckman coulter inc (bci) that the access 2 immunoassay analyzer generated a troponin (accutni) result above the ami cutoff for one (1) patient. Upon repeat, the result was within the normal reference range. The erroneous result was reported out side the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.